Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular lead exhibited high capture thresholds in all vectors. During the procedure it was noted that the lead was dislodged. The lead could not be repositioned as the lead body was filled with clot and the stylet could not be inserted. The lead was explanted and replaced successfully. The patient¿s condition was stable.